Event description:
We received an allegation about discrepant results for 9 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit (unit 2) and 4 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit (unit 1). Refer to the attached sheet for the alleged patient results.

Manufacturer narrative:
The cobas e 801 analytical unit (unit 2) serial number was (B)(6). The cobas e 801 analytical unit (unit 1) serial number was (B)(6). The investigation is ongoing.